Event description:
Irregular heart rate, irregular menstrual cycles, migraines, irregular bowel movements, severe abdominal pain, lower back pain, swollen stomach, throbbing pain in vagina, stabbing pain in vagina, pressure in the vagina, mood swings, light head, dizzy, nausea, weight gain. (B)(4).